Manufacturer narrative:
The lead was not returned to biotronik. The biotronik field representative was unable to determine the whereabouts of the lead even after contacting the hosp bad bevensen. According to the statements of the physician, no great priority was put on what happened to the lead during the explantation. The manufacturer of the ICD was contacted. The manufacturer of the ICD was also unable to provide any info to the whereabouts of the lead. Since no analysis could be performed, the manufacturing and final inspection documentation of the lead complained about where reviewed, and no deviations from the specification were found.

Event description:
The pt was checked on an outpatient basis in 2006. The implanted ICD system showed two warning messages (microprocessor reset in late 2005). In addition, questionable iegm recordings and marker chains were noted in some episodes. After a thorough analysis of the data by the manufacturer, a prophylactic device exchange is recommended. Intraoperatively, insulation defects at the rv lead are detected. The extraction of the ra and rv leads, as well as the explantation of the ICD follow.